Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 27mm epic stented porcine valve was implanted by non-everting mattress during bentall procedure. After implantation, there was blood drained from heart-lung machine. Aortic regurgitation was noted from center of leaflet coaptation. Therefore, pump was turned off. The leaflet on the epic valve was observed to be not closing well; wrinkle was seen on one of the leaflet and it was retracted. The device was explanted and the physician attempted to implant a non abbott device when it was noticed that the explanted epic valve was well closed. The same epic valve was stitched in a careful way again and was successfully implanted. The patient remained hemodynamically stable throughout the procedure and a clinical significant delay in the procedure was reported as the result of this event. No patient consequences were reported.

Manufacturer narrative:
An event of the epic valve not coapting well after implant and a wrinkle in the cusp tissue being noted so the valve was explanted was reported. Also reported was that after the explant, a competitors valve was attempted to be implanted, however the epic valve was then noted to coapt correctly, so the epic valve was re-implanted carefully. The regurgitation post implant reported on the epic valve could have been caused by non-structural valve dysfunction which is a known potential complication of valve replacement surgery as outlined in the instructions for use. Nsvd is commonly attributed to implant-related technical factors such as inappropriate sizing or positioning, entrapment by suture, stent deformation, or mishandling of the leaflet tissue. Based on the information from the site, the potential cause could not be determined especially as the same valve was carefully implanted a second time. The re-implant procedure was reported to have gone well. A returned device assessment, to see if there were any valve abnormalities, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including functional testing prior to release form abbott. This functional test ensures proper cuspal coaptation and hemodynamic performance before commercial release. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.